Event description:
It was reported that there was a "forced mechanical insurance" issue. The customer returned the product for the forced mechanical insurance, and during physical inspection it was found that the downstream occlusion (dso) sensor was damaged. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review, the customer problem was duplicated. The downstream occlusion (dso) sensor seal was found damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor seal and updated the software.

Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.